Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported during support of an impella 5.5 on a patient for cardiomyopathy, proper positioning could not be obtained. Despite attempts to reposition the device, the pump could not be directed away from the mitral valve. Support was continued with the implanted pump despite the compromised positioning. There was no patient harm reported.

Manufacturer narrative:
The investigation of positioning issues has been completed. Product was not returned for review. The root cause of positioning issue was unable to be determined as limited clinical details were provided and no product was returned for review.